Event description:
A battery/power issue was reported with the adc device. Customer reported the reader would not power on due to a fast draining battery and they were therefore unable to obtain readings. As a result, the customer experienced hypoglycemia and a seizure and was unable to self-treat, requiring treatment of oral glucose gel by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported the reader would not power on due to a fast draining battery and they were therefore unable to obtain readings. As a result, the customer experienced hypoglycemia and a seizure and was unable to self-treat, requiring treatment of oral glucose gel by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.